Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. However, on (B)(6) 2025, when the physician opened the pocket to manipulate the lead to reproduce the noise, it was unable to be reproduced. The physician opted to keep the ra lead in use. The patient was in stable condition.